Event description:
Information received by medtronic indicated that the insulin pump was exposed to magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring =¿black. ¿customer returned device for alleged exposed to MRI on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0847 inches. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus for history files and trace files. No alarms or alerts noted during testing or event date found in the history files and traces. Device was cut open to perform visual inspection and found evidence of moisture damage¿on electric board & force sensor. Motor was tested outside of device and it passed. The following were noted during visual inspection: scratched case, cracked case, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), fading serial label. Unable to confirm the exposed to MRI. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.